Event description:
A nurse from the user facility reports a patient fell some time following intraocular lens implant surgery and examination after the fall revealed a broken haptic. A lens exchange was performed. Additional information including the patient's outcome , has been requested.

Manufacturer narrative:
H3,6: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.